Manufacturer narrative:
D4 UDI was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No further information available as reporter details have not been disclosed (confidential).

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was transferred to (B)(6) on impella 5.5, upon arrival the console was switched to automated impella controller (aic) 4510, 4510 was unable to detect the purge disc and an alarm continued to go off for purge disc, a new cassette was attempted however during the cassette change menu - the aic was unable to recognize the new purge cassette despite being placed correctly into the aic, the impella was then placed back onto the mon general console. Another aic was obtained and this led to a successful console swap. Clinical review an impella 5.5 device was inserted surgically into the aorta in a 54-year-old male patient with a past medical history of coronary artery disease (cad), presenting in society for cardiovascular angiography and interventions (scai) stage a shock and ventilated for respiratory support prior to initiation of support. The impella 5.5 was inserted for ventricular support during an elective high-risk coronary artery bypass graft (CABG) surgery. It was reported that upon transfer from another facility, the automated impella controller (aic) console was unable to detect the purge disc and an alarm sounded. While changing the cassette, the aic was unable to recognize the new purge cassette which led to a new console swap. The post-procedure outcome is unknown. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D4 lot number updated. The investigation is still ongoing.